Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort due to the battery had migrated from the original pocket. The patient had two batteries. The patient underwent a revision procedure wherein both batteries were explanted and replaced with a new ipg. No device malfunction was suspected and the patient was doing well postoperatively.